Event description:
It was reported that a patient underwent a surgical procedure for ovarian cancer on (B)(6) 2011 and suture was used on fascia to close the wound site with continuous suturing technique. On (B)(6), the surgeon has concerned about the patient's fluid increase and performed an ultrasound. The suture was found to be broken and there was a ten centimeter wound dehiscence. On (B)(6) 2011, the patient underwent re-operation to close the wound site with suture.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. The actual device batch number associated with this event is not known. The international affiliate reports the following possible batch numbers: (B)(4). In addition, a review of the batch manufacturing records for the possible batch number was conducted and the batches met all finished goods release criteria.